Event description:
I had the essure implanted in (B)(6) 2015. A few months later I started experiencing migraines, constant bloating/gas, lower back pain, weight gain, abdominal pain, night sweats and no period.